Event description:
It was reported that during a ureteroscopy procedure the fiber snapped and that it burned the physician hand. The fiber broke while the laser was being fired. The fiber had snapped and it was firing outside of the body. The patient was not injured. Another fiber was opened but it also broke right before the fiber entered into the scope. After that alternate fiber was used to complete the procedure. There was no patient complication.